Event description:
The iab leaked. Blood was noted in the tubing and back into the pump. On 9/10/98, datascope rec'd the following info: the iab was inserted into the pt on 8/27/98. At approx 0300 on 8/31/98, the nurse noted that the pressure was low so the tech checked the system and observed blood in the helium shuttel line. The iab was switched to standby mode and the surgeon was notified. The iab was removed approx one hour later. The pt is in stable condition. (On 9/10/98, datascope also rec'd the mandatory medwatch form from the dist; uf/dist report number: FDA-34955-1998-010) (event complications: unk - reported 8/31/98; none - reported 9/11/98) (pt's current status: stable - reported 8/31/98)